Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20178031, expiration date 04/30/2011). (B) (4)

Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 1) 1.9 inr/2.4 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The lesion characteristics are unknown. The target lesion was located in the heavily calcified superficial femoral artery (sfa). During the inflation of the sterling over-the-wire balloon, a balloon rupture occurred at 6-8 atms. The number of inflations is unknown. The procedure was completed with another sterling over-the-wire. There were no patient injuries reported. The patient status is listed as unknown.